Event description:
The initial attorney report alleged pain and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's family. On (B)(6) 2005, the pt underwent repair of an incarcerated umbilical hernia with a composix kugel mesh and excision of a cyst on the right shoulder with intermediate closure. On (B)(6) 2006, the pt underwent an attempted laparoscopic recurrent umbilical hernia repair conversion to open for small bowel resection and anastomosis, primary repair of recurrent umbilical hernia, excision of the composix kugel mesh and laparoscopic lysis of adhesions. On (B)(6) 2006, office visit, serious drainage, treated with antibiotic. On (B)(6) 2006, office visit, marble sized bubble inferior aspect of umbilical, few days of drainage, very superficial. On (B)(6) 2006, office visit, decrease in purulent drainage from abdominal wound.

Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a composix kugel mesh occurred and was reported in accordance with rae (B)(4), however, medical records were received and a review of these records identified the device as a composix kugel mesh that was not recalled. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly developed a recurrence and adhesions which are both listed as a possible adverse reactions in the product's instructions for use. The medical records note. "Mesh was shrunken and shriveled and had pulled away from all but one area where the hernia was recurrent." The surgeon also notes, "the reason for the recall of mesh not the reason for the recurrence of the hernia." Additionally no sample has been returned for eval. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Based on the info provided, no conclusions can be drawn.